Event description:
Plate was implanted in 2000 for right thumb carpo-meta-carpal joint fusion due to osteoarthritis. Pt was immobilized with a cast. Plate was noted as broken on 1/24/00. Plate remains in the pt.